Manufacturer narrative:
Model number: 72404253, lot number: 857064005, model description: lgx preconnect ms 21cm ps iz.

Event description:
It was reported that the patient underwent a surgical procedure during which this inflatable penile prosthesis (ipp) was explanted as it would not inflate. All implanted components were removed and a new ipp device implanted. Upon removal, it was determined that the device exhibited fluid loss. The outer silicone layer of the right cylinder was torn. There was no fluid in the reservoir and only a small amount remained in the pump. There were no patient complications. The explanted components will not be returned for analysis. A supplemental report will be filed should additional information received, or the device returned for analysis.